Manufacturer narrative:
(B)(4). Upon follow up, it was reported on an unknown date, the peritoneal effluent was not clear. On an unreported date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was not doing well and had not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection vancomycin (500 mg, one bag only, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The outcome and patient recovery status of the event were unknown. No additional information is available.